Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 478 mg/dl at the time of the incident. The customer was at 532 to 538 mg/dl at the time of the call. The customer had no delivery alarms and the cap kept twisting off. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had a low of 62 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms and bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the delivery accuracy test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.